Event description:
Device 1 of 2. Reference MFR report number: 1627487-2012-12376. It was reported the pt's charger was unable to locate the ipg. The top of the ipg protrudes out and the physician is unable to manipulate the ipg further into the pocket. Follow up determined the physician performed a pocket revision. The sjm rep reported the charger and the programmer communicates with the ipg without issues. Reportedly the pt has full stimulation.

Manufacturer narrative:
This model was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.